Event description:
Customer reported an inaccurate tidal volume readings from the as3000 anesthesia delivery system. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the flow sensor board. System was calibrated and tested to factory's specifications.